Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 700 mg/dl and diabetic ketoacidosis. Cause of bg level was unclear. Reportedly, customer's spouse took them to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids; nature of fluids was not known. Customer was discharged 7 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.